Manufacturer narrative:
B1: adverse event. H1: serious injury. Claim : (B)(4).

Manufacturer narrative:
Weight - unk, ethnicity - unk, race - unk, date of event- unk, this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.50/1.5/098 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020 . Refractive surprise was observed. Refractive treatment by corneal t-cut was performed. The lens remains implanted. Per the reporter on (B)(6) 2021, an exchange is planned and will update when exchange is done. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.